Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Correction boluses via the pump were delivered to address bg. Reportedly, the elevated bg was due to the pump settings needing adjustment. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.